Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: 76 years old at the time of study enrollment.

Event description:
Elegance clinical trial. It was reported that stent thrombosis occurred. The subject underwent treatment with the eluvia drug-eluting stent on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the left proximal superficial femoral artery (sfa) with 6 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with lesion length 281 mm with 100% stenosis and was classified as tasc ii b lesion. Prior to the target lesion treatment with the study device, pre-dilation was performed using 3 mm x 150 mm, 5 mm x 150 mm and 6 mm x 150 mm non-boston scientific balloon catheters. Treatment of target lesion was performed by placement of study device, 6 mm x 120 mm eluvia drug eluting stent. Following treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2023, the subject was discharged from the hospital on aspirin. On (B)(6) 2023, the subject was noted with symptoms related to stent thrombosis and was hospitalized for further evaluation and treatment. On (B)(6) 2023, 151 days post index procedure, occlusion noted in the left proximal sfa was treated by thrombolysis and placement of bare metal stent. Post procedure, the final residual stenosis was noted to be 0%. On (B)(6) 2023, the event was considered to be resolved and on (B)(6) 2023, the subject was discharged from the hospital. It was further reported that the target lesion extended from the left proximal sfa to the left mid sfa. The lesion length was corrected to be 120mm. On (B)(6) 2023, during the index procedure, residual stenosis noted in the proximal segment of the sfa, and a dissection noted in the distal sfa, were treated by placement of 6 mm x 120 mm and 6 mm x 80 mm non-boston scientific stents. On (B)(6) 2023, the subject visited the hospital with the chief complaint of bilateral lower limb toe gangrene, with pain and asthenia for more than 7 months and was hospitalized for further evaluation and treatment. On (B)(6) 2023, the subject's feet were wrapped with topical use of povidone-iodine. Skin temperature and dry gangrene seen in bilateral toes with small amount of exudate and blackening skin. The pulsations in bilateral femoral arteries were passable and no palpable pulsations were noted in popliteal, posterior tibial, and dorsal foot arteries. During the course of hospitalization, the subject underwent bilateral peripheral angiography which revealed occlusion of the stent in the left sfa, 60-70% stenosis in left popliteal artery, and occlusion in the left posterior tibial and fibular artery. Patency was noted in the left iliac artery, left common femoral artery, and left deep femoral artery. On (B)(6) 2023, 151 days post index procedure, occlusion noted in the left proximal and left mid sfa were treated by angioplasty using 2 mm x 40 mm balloon, followed by thrombus aspiration using a non-boston scientific thrombus aspiration catheter. Subsequently, the angiographic results showed residual moderate to severe stenosis in the upper segment of the stent and moderate stenosis in the lower end of the stent. The residual stenosis noted in the left sfa was treated by placement of 6 mm x 150 mm non-boston scientific covered stent. Post procedure, the blood flow was unobstructive and the final residual stenosis was noted to be 0%. In addition, during revascularization procedure, the flow limiting dissection noted in the popliteal artery was treated by dilation of 4 mm x 200 mm peripheral balloon with no flow limiting dissection seen.

Event description:
Elegance clinical trial. It was reported that stent thrombosis occurred. The subject underwent treatment with the eluvia drug-eluting stent on (b)(6 2023 as a part of the elegance clinical trial. T he target lesion was in the left proximal superficial femoral artery (sfa) with 6 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with lesion length 281 mm with 100% stenosis and was classified as tasc ii b lesion. Prior to the target lesion treatment with the study device, pre-dilation was performed using 3 mm x 150 mm, 5 mm x 150 mm and 6 mm x 150 mm non-boston scientific balloon catheters. Treatment of target lesion was performed by placement of study device, 6 mm x 120 mm eluvia drug eluting stent. Following treatment, the final residual stenosis was noted to be 0%. On (B)(6)( 2023, the subject was discharged from the hospital on aspirin. On 30-july-2023, the subject was noted with symptoms related to stent thrombosis and was hospitalized for further evaluation and treatment. On 01-august-2023, 151 days post index procedure, occlusion noted in the left proximal sfa was treated by thrombolysis and placement of bare metal stent. Post procedure, the final residual stenosis was noted to be 0%. On 01-august-2023, the event was considered to be resolved and on (B)(6) 2023, the subject was discharged from the hospital.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: 76 years old at the time of study enrollment.